Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Event description:
The customer reported that the freedom driver exhibited a fault alarm. The customer also reported that the patient switched the freedom onboard batteries and the alarm was not resolved. The patient subsequently switched to his backup freedom driver. There was no reported patient impact. The customer also reported that the patient contacted the clinical staff to report the freedom driver switch, and he was advised to come to the hospital. The customer also reported the patient refused. The patient stated he thought it was a battery issue and he would continue to use his backup freedom driver. The customer also reported that the patient was seen for a clinical visit and the freedom driver was exchanged. The alleged failure mode poses a low risk to the patient because, although the freedom driver exhibited a fault alarm, the driver continued to perform its' life-sustaining functions. Will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4) follow-up report 1.

Event description:
The customer reported that the freedom driver exhibited a fault alarm. The customer also reported that the patient switched the freedom onboard batteries and the alarm was not resolved. The customer also reported that the patient was subsequently switched to his backup freedom driver. There was no reported patient impact. The customer also reported that the patient contacted the clinical staff to report the freedom driver switch, and he was advised to come to the hospital. The customer also reported the patient refused. The patient stated he thought it was a battery issue and he would continue to use his backup freedom driver. The customer also reported that the patient was seen for a clinical visit and the freedom driver was exchanged. The freedom driver was returned to syncardia for evaluation. The onboard batteries used by the patient at the time of the customer experience were not returned and, therefore, were not included in this investigation. Visual inspection of the driver's external and internal components revealed no abnormalities. The driver in "as received" condition passed all required functional testing requirements with no anomalies or alarms. The customer-reported fault alarm was confirmed by the electronic record; however, the fault alarm could not be duplicated and there was no evidence of a device malfunction during failure investigation testing. The root cause of the customer-reported fault alarm could not be determined. Review of the electronic results revealed a "speaker 2 voltage too high when on" fault, which corresponds to potential battery connection issues. For example, if an onboard battery is not fully latched in place, the battery will continue to function properly, but intermittent communication errors can result in a fault alarm. The customer-reported fault alarm posed a low risk to the patient because the driver continued to perform its life-sustaining functions. The patient was switched to a backup driver with no adverse impact. The driver was serviced, which included replacement of the speaker printed circuit board assembly (pcba) as a precautionary measure, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.